Event description:
A catheter occlusion was reported. It was stated that they were unable to obtain csf (cerebrospinal fluid) flow. The catheter was replaced. Patient sustained no injury; recovered without sequel. Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 100mcg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned catheter revealed two circular indents at the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of one of the indent was located in the silicone material of the cup of the sc connector, indicating the connection between the sc connector and the pump's outlet port may possibly have been occluded. In addition a catheter tear where the small piece of catheter on segment 3 was separated from the proximal end of segment 4 was also observed; most likely occurred at explant. A hole was seen 0.5 cm from the distal end of segment 2. This end had been connected to the proximal side of the pin connector. The hole was consistent with the metal tip of the catheter pin connector poking through the catheter material. Due to such a short implant time, combined with the tear damage to the other area of the connector, it was considered that this hole was caused by explant damage.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.